Manufacturer narrative:
The subject device was returned to the service department of oekg but has not been returned to omsc. The service department of oekg checked the subject device for evaluation. It was confirmed that the adhesive of distal end of the subject device was missing. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus europe se & co. Kg (oekg), it was found that the adhesive of distal end of the subject device was missing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. However omsc reviewed the report of the service department of olympus (B)(4) that it was found the previous reported malfunction on #8010047-2021-08805, "the adhesive of distal end of the subject device was missing" was not the malfunction or adverse events that require the MDR report, because there was no sign of component parts falling off from the distal end. Instead, omsc found the reportable event "the insertion tube of the subject device was partially peeled off more than 1mm2" had been confirmed by the service department of olympus europe (B)(4) omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus (B)(4) omsc determined there was the possibility this phenomenon, the insertion tube of the subject device was partially peeled off more than 1mm2 was attributed to some physical stress or chemical stress on the insertion section of the subject device. Omsc was unable to specify the cause of the reported phenomenon because they are wide-ranging. However it might have occurred due to following causes; the physical stress due to rubbing the insertion section etc. The chemical stress due to deviation from the instructions for safe use (IFU) of the reprocessing manual. The bad storage environment such as in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays and/or ultraviolet-rays. The aging deterioration. Others. If additional information becomes available, this report will be supplemented. This report will be supplemented.